Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging a patient with a dreamstation 2 advanced auto CPAP device has passed away. The patient was reportedly trying to figure out how to put o2 in the device and then just died. The patient was in hospice care. The cause of death was not provided by the hospice nurse, but the patient had low oxygen at the time. The device settings at the time were 8. The reported event makes no allegation of any specific device malfunction, use error, failure, or other deficiency that is relevant to the harms reported; therefore, based on information at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death. The dreamstation 2 advanced auto CPAP device was returned to the manufacturer service center for evaluation, and the customer's complaint was not addressed. During the evaluation it was noted that the device had dust-like contaminate observed, dried liquid spots with potential mineral deposits, hair-like particles, keratin-like substance observed, and an unknown contaminant was observed on the heater plate. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped. A final report is being submitted. If any additional information is received, a supplemental report will be filed.

Event description:
The manufacturer received information alleging a patient with a dreamstation 2 advanced auto CPAP device has passed away. The patient was reportedly trying to figure out how to put o2 in the device and then just died. The patient was in hospice care. The cause of death was not provided by the hospice nurse, but the patient had low oxygen at the time. The device settings at the time were 8. The reported event makes no allegation of any specific device malfunction, use error, failure, or other deficiency that is relevant to the harms reported; therefore, based on information at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death. The device will be returned to the manufacturer. If additional information is received a follow-up report will be submitted.